Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 device was received for evaluation; 1 event was confirmed during testing. The device was found to be leaking from the handle. 1 device is available for evaluation but has not yet been evaluated. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, in which the device leaked. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation. One device had no evidence of leaking and was within specifications and the event of the device causing a blade to break was confirmed and was found to have been caused by a damaged component. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events, in which the device leaked. One event had no patient involvement; no patient impact. One event was also found to have a broken blade. One event had no known patient involvement and no known patient impact.